Event description:
It was reported that a creo locking cap has come loose post operatively.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. Additional information provided that the revision case was presented with a screw head cold-welded to the screw and was unable to be articulated. The remobilization of the screw was not attempted during the revision case due to poor bone quality of the patient. No determinations can be made as to the cause of the reported issue.